Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has been unsuccessful in contacting the customer regarding the resolution of the reported device issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event, their device would not recognize a connection to the patient and would continue to prompt "connect electrodes". The patient's cardiac arrest was witnessed by the patient's wife where CPR was started immediately. Approximately 10 minutes later, the fire department emts arrived on scene and connected the AED to the patient. This is the time where the device continually prompted "connect electrodes" and also gave a motion detected message. The ems ambulance arrived approximately 6-7 minutes after the arrival of the fire department and connected their device, where it was observed that the patient was asystole. The patient did not survive the event.